Event description:
While trying to place the catheter tip in the ostium, the dr torqued twice. When it would not seat properly, the dr removed the catheter from the sheath and the catheter separated leaving a piece inside the pt. A larger sheath was used to successfully remove the remaining piece. There was no short-term or permanent impairment to the pt as a result.